Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was confirmed by visual and photographic evaluation and evaluation of actual device. The root cause of this failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance." Quantity - 2 (two). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00555 / 00556).

Event description:
During a bunionectomy, the driver tip bent and fractured in the screw. Another driver was used to complete the procedure with minimal delay. No fractured pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. As part of corrective action, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.